Event description:
It was reported to boston scientific corporation that a boston scientific advantage device was implanted into the patient during an advantage implant for stres urinary incontinence + anterior and posterior repair procedures performed on (B)(6) 2015 to treat pelvic organ prolapse and mixed urinary incontinence including stress urinary incontinence. After the implant surgery, the patient experienced vaginal pain and dyspareunia. In (B)(6) 2017, the patient was suffering from vaginal discharge, dyspareunia, stress urinary incontinence and urge incontinence. Subsequently, the patient visited the physician on (B)(6) 2017. On (B)(6) 2017, the patient underwent he first revision surgery to divide the advantage implant and cystoscopy. In (B)(6) 2018, the patient was still suffering from dyspareunia and pain and/or tenderness at the right pubic rami and the pubic arch. By (B)(6) 2018, the patient had been suffering from dyspareunia for a period of about six months. By about (B)(6) 2019, the patient was suffering from persistent voiding dysfunction. Subsequently, on (B)(6) 2019, the patient underwent urethral dilation and cystoscopy procedures. On (B)(6) 2019, the patient then had her second revision surgery for the excision of mesh to the left and right pubic symphysis. She also underwent a cystoscopy before and after the excision procedure. On (B)(6) 2019, the patient was no longer suffering from dyspareunia but was occasionally experiencing incontinence. By about (B)(6) 2020, the patient was reported to be experiencing pain in the form of burning sensation in the vagina.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. Dr. (B)(6) performed the advantage implant procedure. Dr. (B)(6) performed the first revision surgery dr. (B)(6) performed uretheral dilatation and cystoscopy; and second revision surgery of advantage implant removal. Block h6: patient codes e2330, e1045 and e1311 capture the reportable events of pain, dyspareunia and persistent voiding dysfunction. Impact code f19 captures the reportable event of surgical interventions. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a retropubic mid urethral sling - advantage fit + vaginal repair + cystoscopy procedures performed on march 26, 2015 to treat vaginal prolapse and mild incontinence. After the implant surgery, the patient experienced vaginal pain and dyspareunia. In (B)(6) 2017, the patient was suffering from vaginal discharge, dyspareunia, stress urinary incontinence and urge incontinence. Subsequently, the patient visited the physician on (B)(6) 2017. On (B)(6) 2017, the patient underwent her first revision surgery to divide the advantage implant and cystoscopy. In (B)(6) 2018, the patient was still suffering from dyspareunia and pain and/or tenderness at the right pubic rami and the pubic arch. By (B)(6) 2018, the patient had been suffering from dyspareunia for a period of about six months. By about (B)(6) 2019, the patient was suffering from persistent voiding dysfunction. Subsequently, on (B)(6) 2019, the patient underwent urethral dilation and cystoscopy procedures. On (B)(6) 2019, the patient then had her second revision surgery for the excision of mesh to the left and right pubic symphysis. She also underwent a cystoscopy before and after the excision procedure. On (B)(6) 2019, the patient was no longer suffering from dyspareunia but was occasionally experiencing incontinence. By about (B)(6) 2020, the patient was reported to be experiencing pain in the form of burning sensation in the vagina. Additional information received on december 5, 2022. On (B)(6) 2017, the patient underwent examination under anesthesia, cystoscopy and division of sling due to dyspareunia. On (B)(6) 2019, she had second revision surgery to remove 4cm of vaginal portion of retropubic sling due to pain. Operative findings showed significant scarring in the mid urethra. It was also discovered that the sling was not fully divided in the midline. Sling was excised to the pubic symphysis, left and right, and was sent for histopathology.

Manufacturer narrative:
Additional information: blocks b5, section d: suspect medical device, e1 below and h6 patient codes and impact codes have been updated based on the additional information received on december 5, 2022. Block b3 date of event: date of event was approximated to march 26, 2015, implant date as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6) . Surgeon for revision surgery: dr. (B)(6) . Surgeon for mesh removal surgery: dr. (B)(6) . Block h6: imdrf patient codes e2330, e1045, e1311 and e1715 capture the reportable events of pain, dyspareunia, persistent voiding dysfunction and midurethral scarring. Imdrf impact codes f19 and f1905 capture the reportable events of urethral dilation and division of sling and mesh excision.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. Dr. (B)(6) performed the advantage implant procedure. Dr. (B)(6) performed the first revision surgery. Dr. (B)(6) performed urethral dilatation and cystoscopy; and second revision surgery of advantage implant removal. (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific advantage device was implanted into the patient during an advantage implant for stres urinary incontinence + anterior and posterior repair procedures performed on (B)(6) 2015 to treat pelvic organ prolapse and mixed urinary incontinence including stress urinary incontinence. After the implant surgery, the patient experienced vaginal pain and dyspareunia. In (B)(6) 2017, the patient was suffering from vaginal discharge, dyspareunia, stress urinary incontinence and urge incontinence. Subsequently, the patient visited the physician on (B)(6) 2017. On (B)(6) 2017, the patient underwent her first revision surgery to divide the advantage implant and cystoscopy. In (B)(6) 2018, the patient was still suffering from dyspareunia and pain and/or tenderness at the right pubic rami and the pubic arch. By (B)(6) 2018, the patient had been suffering from dyspareunia for a period of about six months. By about (B)(6) 2019, the patient was suffering from persistent voiding dysfunction. Subsequently, on (B)(6) 2019, the patient underwent urethral dilation and cystoscopy procedures. On (B)(6) 2019, the patient then had her second revision surgery for the excision of mesh to the left and right pubic symphysis. She also underwent a cystoscopy before and after the excision procedure. On (B)(6) 2019, the patient was no longer suffering from dyspareunia but was occasionally experiencing incontinence. By about (B)(6) 2020, the patient was reported to be experiencing pain in the form of burning sensation in the vagina.